Manufacturer narrative:
An assessment of the event was completed by valeant medical personnel. There is no other pertinent information available to determine the causality of the event. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported a doctor reported having patients who experienced severe inflammation with use of the product. Further event details were requested but not received.